Manufacturer narrative:
The sr indicated the source of the syncope is still undetermined and stated there were no sbr episodes stored at the time of the syncopal episodes. The sr reprogrammed the sbr entry time from 3 to 1 and confirmed the patient is doing fine. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. The device was explanted approximately 7 years later for normal battery depletion. The product was returned and is currently undergoing laboratory analysis. This report will be updated upon completion from analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An initial report was previously submitted to FDA on (B)(6) 2008; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from (B)(6) 2008 MDR # 2124215-2008-35869 is attached.

Event description:
Boston scientific (bsc) crm received information that this bsc sales representative (sr) called technical services (ts) reporting that this patient received 40 episodes of sudden brady response (sbr). The sr also stated the patient passed out twice in the last few weeks. Ts discussed algorithm and how to program the device to be more aggressive regarding detecting time and number of beats. To this date, the device remains in service.